Manufacturer narrative:
Product complaint # (B)(4). Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary; examination of the returned device found device breakage.. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the instrument/s was reported for unknown reason. Device was then received and investigation has been completed.